Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was 160 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated that pump piston continue to move forward after reservoir contact and insulin squired out. Customer stated no numbers appeared on screen, no beeps hear and leaving prime not possible. Customer tried different set. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to a33 alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case from reservoir tube window corners and corroded battery tube. The test infusion set and reservoir does lock into place.